Event description:
It has been reported to philips that, during a procedure geometry movement was not available, reboot did not help. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, there was a delay in the procedure when the issue was identified. Onsite inspection of the system identified that geometry movement was not available, and restarting is ineffective. The fse troubleshoot both the e-stop cct and the tsos. The fse corrected this by resetting the detector to zero degrees. After the troubleshooting system was returned to use in good working order.